Event description:
It was reported that the user disconnected from the ilet for approximately two hours, reconnected with a blood glucose around 350 mg/dl, announced a meal, and subsequently experienced sustained hyperglycemia with device alerts for high glucose. Symptoms included elevated blood glucose without reported ketones, loss of consciousness, dizziness, or other acute complications. Outcomes included no use of backup therapy, no medical intervention, and no hospitalization, with glucose later brought back into range without supply changes. Investigation included user troubleshooting and education, review of high glucose event details, and confirmation of no observed infusion set leakage or kinking. Investigation of this case revealed no confirmed device or component malfunction, and the event was consistent with hyperglycemia following disconnection from insulin delivery, with cause not definitively established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.